Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet was implanted. The landing zone measurements were 45, 90, 135. The sizing of the amulet was oversizing 5mm from the largest measurement using ice and angio. The close criteria was satisfied. The patient did not experience a rhythm change during implant. A tension test was performed. The left atrial pressure was not measured during procedure, however it was measured after receiving fluid (measurement unknown.) The shape of the amulet at time of implant was tire and no leak was observed. No difficulties were reported during implant procedure. On (B)(6) 2024, transesophageal echocardiogram (tee) showed the amulet with significant lateralizing movement from it's implanted position; the amulet had shifted from position. It had little compression, but no evidence of periprosthetic leak. The physician alleged that the cause of migration was due to dilatation of the laa and due to high arterial pressure. The patient is awaiting new CT scan to evaluate position and treatment.

Manufacturer narrative:
It was reported that ten days after amulet device implant, transesophageal echocardiogram showed the device had shifted from position with little compression and no evidence of leak. Information from field indicated that the close criteria was reported to be satisfied and no leak was observed. No difficulties were reported during implant procedure. It was also indicated that the amulet was oversized 5 mm from the largest measurement; this may have contributed to the reported embolization. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Field indicated that the physician alleged the cause of migration was due to dilatation of the laa and due to high arterial pressure. However, based on the information available, it is difficult to determine with certainty the exact cause of the reported event. The patient was reported to be awaiting new CT scan to evaluate position and treatment. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.